Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break at 244mm distal from the distal end of the strain relief was also noted during analysis. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact.  (B)(4).

Event description:
It was reported that shaft break occurred. Upon introduction of a 2.50 x 16 synergy ii drug-eluting stent on to the wire, the stent delivery system broke. The device never entered the patient's body and the procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Upon introduction of a 2.50 x 16 synergy ii drug-eluting stent on to the wire, the stent delivery system broke. The device never entered the patient's body and the procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported.